Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e110 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #53: return line air detected, alarm #7: blood leak (centrifuge chamber), and drive tube leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported an alarm #53: return line air detected alarm. The customer stated that air was visible in the line, and that the tubing segment around pump #2 was also filled with air. The customer reported that an alarm #7: blood leak (centrifuge chamber) alarm then occurred. The customer stated that the procedure was then aborted after 314ml of whole blood processed with no blood/products returned to the patient. The customer reported that the patient was in stable condition and a new procedure was started. On (B)(6) 2016, the customer stated that they noticed a very small leak at the drive tube between the lower bearing clip and the black retainer clip. The kit was not returned for investigation as it had already been discarded.